Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user started on the ilet, did a meal announcement, but blood glucose (bg) is still climbing. At the highest, the patient was at 311 mg/dl during the hyperglycemic event. The patient needed to recalibrate the ilet because he was at 311 mg/dl, but the device was showing 280 mg/dl. The patient later measured at 298 mg/dl, and the agent monitored reports to ensure downtrend. The corrective algorithm resolved the elevated bg. The patient was out of range for more than 90 minutes but did not require any outside intervention.